Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when removing the delivery device, the capsule fell off from the pt onto the pt's table. The pt was not injured following the procedure.